Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level at time of incident: 300 mg/dl. Patient's current bg: 300 mg/dl and treated with pump and manual injection. Customer also had high blood sugar between 400 ¿ 500 mg/dl. Customer reports they feel okay to troubleshoot. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Customer states the drive support cap appears normal (slightly indented). Customer stated that the insulin pump vibrated and thought was the battery and changed the battery and also changed the infusion set not reservoir. The insulin pump will not be returned for analysis.